Event description:
It was reported that the handpiece heated up. It is unknown if the device was being used in a procedure, but there were no adverse consequences alleged for a patient or the user. No additional information has been received despite numerous attempts.

Manufacturer narrative:
The device has not yet been received at the manufacturer for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.